Event description:
The patient reported via a patient survey that the neurosurgeon who worked with her pain system caused a spinal injury (details unknown) and reported, it has taken her a year to learn how to walk again. Attempts to obtain additional information from the hcp were unsuccessful.

Manufacturer narrative:
(B)(4). This report is being filed under exemption number (B)(4) which covers a 2-year retrospective review of reported events involving catheters and events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 54 total unreported serious injury events for intrathecal catheters; 21 serious injury events for model 8709, 12 serious injury events for model 8731, 10 serious injury events for model 8709aa, 5 serious injury event for model 8703w, 3 serious injury event for model 8711, 2 serious injury events for model 8703, and 1 serious injury event for model catheter for the above time period (all product code lkk). This total includes the event described in this report.